Manufacturer narrative:
Internal complaint reference (B)(4). Article: whelan, r. L., shaffer, a. D., & stapleton, a. L. (2021, june). Efficacy of inferior turbinate reduction in pediatric patients: a prospective analysis. In international forum of allergy & rhinology.

Event description:
It was reported that on literature review "efficacy of inferior turbinate reduction in pediatric patients: a prospective analysis", 1 patient experienced a post-operative persistent increased work of breathing after an inferior turbinate reduction procedure using a turbinator reduction wand or reflex ultra 45 wand. The event was resolved by performing a revision surgery, patient outcome is unknown. No further information is available.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/IFU, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.